Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that while implanting a pacing lead, intra-operative testing using a pacing systems analyzer indicated the lead performance was deemed unsuitable for permanent implant. It was further reported that the physician suspected the lead malfunctioned. The lead was removed and a new lead implanted. No patient complications were reported due to this event.